Event description:
Additional information was received from the physician stating that the wound was between the neck and the chest, and that the patient went to the doctor initially to check on the vns but a wound under a crease was noticed. It was stated that they were able to visually see the lead. After explanting the lead they would implant another lead after the wound heals. Attempts to find out more details about the surgery were unsuccessful to date.

Event description:
It was reported that the patient was having the vns lead and generator explanted due to the patient picking at the lead site. The lead and generator were explanted on (B)(6) 2013. According to the physician no infection was noted, but the lead was extruded. Attempts for additional information are in progress.

Event description:
It was reported that the patient underwent surgery where he was re-implanted with an m102 vns generator and m304-20 vns lead. An implant card was received which indicated that the patient's lead impedance of the implanted generator and lead was ok.

Manufacturer narrative:
(B)(4).